Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt, the device displayed a "defib pad short" message. Complainant indicated that this was the first device used to treat this pt and the clinician obtained another set of pads with the same results. They then obtained a second device reported on medwatch number 1220908-2012-02286 and a second set of pads with the same results and a third device reported on medwatch number 1220908-2012-02284 and third set of pads were obtained to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.